Event description:
It was reported that the patient's pacemaker exhibited diagnostic anomaly. Programming changes were made. There were no consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.